Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the dermatome skin depth was set to 7 and shown to another surgeon to confirm the setting before taking the graft. While taking the graft it was noticed that the graft was very thick and it was unsure why. The setting was checked and had moved from 7 to 20. It is not possible for the setting to have been accidentally bumped. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on january 8, 2018 revealed that the vespel bearings were at 0 inch pounds of torque and the specification is 2.5 to 4.5 inch pounds which would explain the complaint from the customer. The control bar was in the correct position. The calibration and motor speed were both within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on january 8, 2018 which included replacement of the vespel bearings and semi-circle bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was found that the vespel bearings were at 0 inch pounds of torque and the specification is 2.5 to 4.5 inch pounds. The root cause of the reported event was due to the vespel bearings which were outside of torque specifications. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that dial was loose and moved while the dermatome was in use. Initially skin depth was set to 7 but while taking graft it moved to 20, and the graft was very thick. Because of that almost a full thickness skin graft was taken. No additional patient consequence has been reported.